Manufacturer narrative:
The device was evaluated, and the root cause was determined to be user error. The customer turned off the alarm function prior to the event. An inop was displayed at the time of the event, but it is unknown what inop displayed. The customer chose to replace the patient monitor and module. Based on the information available and the testing conducted, the cause of the reported problem was user error. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.

Event description:
It was reported that the intellivue mx400 patient monitor indicating that the low and high heart rate alarms were set to 100-140 beats per minute, but at 14:20 the patient¿s heart rate dropped to 95 beats per minute and the device did not alarm. The device was in use at time of event, there was no adverse event reported.